Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds a few days after implant. An ultrasound and x-ray were performed, which confirmed a pericardial effusion and a lead dislodgement. A revision procedure was performed and the lead was repositioned. No additional adverse patient effects were reported.